Event description:
It was reported the pt was not feeling stimulation and was confused by the charging process. The pt had been unable to scheduled a physician appointment for interrogation of the scs system. Follow up identified the pt wanted the scs system to be removed, but she had not made a physician appointment.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.